Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received with the distal tip sheared off. The tip of the device that sheared off was not returned for evaluation. It is also observed that the most distal 15mm of the remaining threaded shaft is bent approximately 10 degrees off axis. Whether this complaint can be replicated is not applicable for this complaint as the device is already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The top level drawing for the device was reviewed. The relevant shaft component drawing was also reviewed for the threaded shaft location where the shear occurred for this complaint. The shaft was manufactured from (B)(4) stainless steel and hardened and tempered. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is used as an aide for plate insertion and fixation in the proximal humerus, 3.5mm va-lcp proximal tibia plate and 3.5mm lcp low bend medial distal tibia plate aiming instruments systems and proper use and maintenance are addressed in technique guides. Unable to determine a definitive root cause. Most likely cause was off axis force applied to this device (as evidenced by the bent threaded distal tip which ultimately led to a shear fracture). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob and weight not provided. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12. Nov. 2013, part 03.113.015; lot 8559015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an initial open reduction and internal fixation of a proximal humerus fracture on (B)(6) 2016, the tip of the pull reduction device broke off into the patient. As the surgeon was finishing the case, he was backing out the pull reduction device when the tip broke off. It was reported that the surgeon felt it was best to leave the tip in the patient. There was no surgical delay, additional intervention or report of fragmentation. The procedure was successfully completed. Patient status was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is an instrument and is not considered implanted/explanted; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.